Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still detected. There was no patient harm. Manufacturer's ref. (B)(4)

Manufacturer narrative:
It has been reported that the ventilator's turbine has been found defective. The logs provided confirm a technical error indicating turbine module failure during pre-use check. The ventilator was investigated on site by our service subsidiary technician, the blower module was replaced to resolve the issue and returned for further investigation. Simulated use testing of the returned turbine module could not reproduce the error. The turbine was test in a ventilator with more than 8 days of ventilation without error. Analysis of provided logs reveals that the ventilator failed during a pre-use check performed at date of event with technical error indication g turbine failure and an error code indicating a blower inlet test failure due to blower resistance is too high. The technical errors could not be reproduced and therefore the root cause could not be determined.

Event description:
Manufacturer's ref# (B)(4).